Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert for shock impedance measurements of 20 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The patient was scheduled for a follow up appointment. No adverse patient effects were reported. The lead remains in service.